Event description:
Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indidcating that the generator had not reached end of service. X-rays reviewed by physician did not reveal any obvious discontinuities in the ncp system. It was reported that the patient is doing well in regards to seizure control since being started on a new medication. Physician plans to monitor the patient since seizures are under control. Review of manufacturing records for both the pulse generator and thebipolar lead revealed no anomalies that would adversely effect device performance. Lead break is suspected. Investigation to date has been unable to determine the cause of thehigh lead impedance test result.